Event description:
Additional information received reported that it got hot when the service rep was trying to pair it to their tablet for several minutes. It hadn't gotten hot since then.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), and product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient (pt) was having difficulty charging their implanted neurostimulator (ins). Pt stated it normally took around an hour to charge the ins and mentioned they had to sit in an uncomfortable chair (which isn't good since they had back problems for which ins was put in for) otherwise they would lose connection and their wife had to help them position the belt when charging. Pt then said yesterday they went to charge when the ins was at 50% and it took 1.5 hours to charge full. Pt mentioned the controller battery drained from 100-50% and when asked, said the screen was on most of the time to make sure they were on excellent. Pt denied any falls/trauma. Pt also said they met with their manufacturing representative (rep) and their healthcare provider's (hcp) assistant at the office a couple days ago. Pt said the rep tried to connect to pt's ins with the rep's equipment/tablet and the rep was having trouble, took a while to finally connect, and at one point mentioned they did not know if they would be able to connect with their tablet. Pt then said during that period it felt like the ins battery got hot. Pt also said the hcp assistant had them do x-rays to check pt's internal components and the x-rays showed everything was still in place inside. The circumstances that led to the reported issue were asked but unknown. Pt examined the recharger antenna (rtm) and controller port, but did not see any damage. Pt said their wife was not home with them to put rtm on in order to try and charge. No symptoms reported. A replacement rtm was sent to the patient.